Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 508 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The high pressure test was performed. Nothing further was reported.